Manufacturer narrative:
The account replaced the CPR and head down valves but the issue remained. Repairs have not been completed.

Event description:
The account alleged that the head section will rise and then drift down slowly.